Manufacturer narrative:
The manufacturer previously reported a device's blower motor was replaced to address a ventilator inoperative condition. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.